Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that pump touchscreen became frozen and stopped responding. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.